Event description:
(B)(4). Same case as 2134265-2011-04614, 2134265-2011-04610, 2134265-2011-04611, 2134265-2011-04616. It was reported that following a coronary artery stenting treatment procedure the patient experienced a myocardial infarction. Lesion 1 was a long lesion located in the proximal left anterior descending (lad) artery to distal lad with 75% stenosis and was 65 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with pre-dilatation and implanting overlapping 2.5 x 24 mm, 2.5 x 32 mm , and 3.0 x 16 mm taxus element stents. Following post-dilatation, residual stenosis was 0%. Lesion 2 was located in the 1st diagonal with 75% stenosis and was 12 mm long with a reference vessel diameter of 2.4 mm. The physician treated the lesion with direct stent placement using a 2.5 x 16 mm taxus element stent with 0% residual stenosis. Lesion 3 was located in the 2nd obtuse marginal with 75% stenosis and was 15 mm long with a reference vessel diameter of 2.8 mm. The physician treated the lesion with direct stent placement of a 3.0 x 20 mm taxus element stent with 0% residual stenosis. Post index procedure, the patient had elevated troponin values (peak troponin= 137 ng/l, ul= 14 ng/l). No ischemic symptoms were observed and no action was taken to treat this event. The patient was discharged 2 days later on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Device is a combination product. (B)(6). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).